Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0274782. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and the luer tip is damaged. No other defects or imperfections were observed. It could be possible for this defect to occur if a jam occurred in the conveyor inducing the damage. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd luer-lok¿ tip syringe was cracked. The following information was provided by the initial reporter: "tip of syringe is cracked, unable to luer lock to IV spike."